Event description:
Iit was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to pelvic organ prolapse and incontinence. Additionally, on (B)(6) 2007, a non-ethicon sling product was also implanted ((B)(4)). It was also reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was further reported that patient underwent vaginal mesh excision on (B)(6) 2008 due to recurrence and pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).